Event description:
It was reported that the patients was frequently charging the ipg for longer periods of time. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patients frequently charging the ipg for longer periods of time. The patient underwent an ipg replacement procedure. Additional information was received that patient was doing well with good coverage postoperatively.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.